Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Brand name, unique identifier and 510k are unknown. An invalid lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One (1) used sample was returned for evaluation and the lot number reported was an invalid lot number. The sample was received in used condition without its original packaging. The samples were visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The inner cannula looks shorter. According with the procedure, was testing of length gauge. The returned sample was measurement according with the procedure. The inner cannula measurement 121.09 millimeter (mm) more short according with the specification 130.36 plus minus 0.5 mm. The most probable root cause was that the cuff was damaged after it left the facility due to the product was 100% testing of length gauge. No corrective action was required as there was no information to suggest that the product become damaged during manufacture since product was 100% testing of length gauge. As a preventive action a notification to production personnel was conducted by the quality engineer in order to create awareness about failure mode reported by the customer.

Event description:
It was reported that the inner cannula became 1-2 centimeters (cm) shorter then the tube after being used. No patient injury was reported.